Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system leaked blood near the base of the cannula. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we started to cannulate with a new pink nexiva in the right elbow flexor, when the cannula part was swimming in the vein, blood started to come out near the base of the cannula."

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system leaked blood near the base of the cannula. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we started to cannulate with a new pink nexiva in the right elbow flexor, when the cannula part was swimming in the vein, blood started to come out near the base of the cannula."

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer.